Event description:
It was reported that the colonovideoscope's water intake connector unscrewed itself. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water tube and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the air/water tube and the air/water cylinder, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; water tightness was lost due to deformation of the suction connector, and a scratch on the distal end; the scope ID had reached its max cumulative uses; the mouthpiece was loose; the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover; the light guide lens was cracked; and the connecting tube had a buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection and sterilization procedures. The investigation determined that device may have been difficult to reprocess properly due to leakage at the scope connector; this may have led to the foreign material remaining. However, the cause of the foreign material remaining could not be definitely specified. Olympus will continue to monitor field performance for this device.